Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Once powered back on, the display intermittently turned itself off and back on again. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.